Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient couldn¿t get one of the stimulators to charge. The patient experienced a loss of therapeutic effect. The patient only saw the reposition antenna screen. The patient noted that one side stimulator was ¿just fine¿ but the other wasn¿t charging. It hadn¿t been working since (B)(6) and the last time the patient was able to charge was in (B)(6). The patient was in the hospital in (B)(6) for two weeks and was not able to charge. The hospitalization was confirmed to be unrelated to the device. The patient¿s battery died while she was there. Since the patient got out of the hospital, it hadn¿t been working since then and the patient¿s implantable neurostimulator (ins) on one side wouldn¿t charge. The patient met with a rep at the end of (B)(6) and said if she charged the device, it would work ok. The rep did a physician mode recharge (pmr) that got half way through and then the patient went home and it didn¿t charge all the way. The patient was unable to adjust stimulation. A ¿call your doctor¿ icon was displayed. A warning power on reset (por) condition occurred yesterday. The patient reportedly had been charging the ins for 6 hours with 6 coupling bars and the ins still had not received a full charge. The battery as charged to 3/4. The patient programmer (pp) could not connect with it. The patient got the change the batteries warning message on the programmer. A communication problem was reported. An ins overdischarge was suspected. The patient thought she already had two overdischarges and that this may be the third. The patient experienced pain that began in (B)(6). This was because she couldn¿t use the stimulator. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.